Event description:
The pt stated that during drain 2 of 6, they rolled over in bed and the cycler began to alarm. When they turned back towards the cycler they noticed the cycler pt line had separated from the transfer set of catheter. No fluid leakage was noted. The pt called baxter and was instructed to shut off the cycler and call the nurse. The nurse advised the pt to discontinue apd, do a twin bag procedure in the a.m., and re-start apd the following day. No pt injury or medical intervention was indicated by baxter affiliate.